Event description:
It was reported that the patient's implantable neurostimulator (ins) wasn't working but was told repeatedly "to give it another try." The reporter indicated that the patient kept getting an "empty battery" icon on the screen of her patient programmer even though the batteries in the programmer had been replaced. Troubleshooting was limited due to lack of access to product and/or patient at the time. The following day, troubleshooting was attempted. The reporter indicated that the patient had a stroke 5 years prior and moved slowly. As a result, a little extra time was needed to troubleshoot without the antenna. However, adjustments could not be made with or without the antenna attached. The patient was noted to be urinating every hour and the urine had a foul smell.

Manufacturer narrative:
Product ID 3093-28, lot # v484486, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).